Event description:
It was reported that during the redo af/aflutter (atrial fibrillation/af (atrial flutter) procedure, an air embolism occurred, and the patient expired during the procedure. The mapping catheter and sheath were then used to access the la again through the existing transseptal puncture. At approximately the fourth hour of the procedure (11:30am), the mapping catheter was removed from the patient to be exchanged for another non-bsc ablation catheter. Upon device exchange, the physician noted that he saw bubbles when aspirating the sheath with a syringe. At this time, the circulating nurse noted that one of the pressurized heparinized saline irrigation bags was empty and that they did not see any fluid going through. The physician noted the bag was connected to the flush line for the mapping catheter and stated that air was being pushed through the catheter into the left atrium (la). The physician used ice and confirmed air in the la just past the aortic root. Several minutes later, the patient began to decompensate. The physician, lab staff, and anesthesiologist began to tend to the patient. The physician-initiated pacing in the right ventricle via the ablation catheter due to no electrical activity, and a lab staff member began chest compressions around 12:00pm. The catheters were left in the patient until internal checks were performed and then were immediately removed and taken out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).